Event description:
The ge oec 9600 fluoroscopy system displayed bad iris pot error message.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the high voltage cables to the collimator were being pinched. Wires routed to eliminate onich and secured. The system was tested, found to operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.